Manufacturer narrative:
A field service engineer was dispatched to customer site and confirmed the unit was within specification on 02/23/17. Catalog number - the correct catalog number is 14324_97. (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The subsequent bi result was negative. The affected load was recalled. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
One suspect positive bi was received. The ci disc is yellow, the cap is pressed down, the vial is crushed, and there is yellow media in the vial with which to confirm the suspected positive result. The bi was disassembled, the following was found: one tyvek liner, glass ampoule shards, and one spore disc. There are no punctures observed on the plastic vial or tyvek® liner that would be consistent with a false positive from external contamination. No manufacturing related anomalies observed.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 10/13/2016 to 02/23/2017 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. The assignable cause is not verified. It is unlikely that the suspected positive bi was caused by a manufacturing issue in the cyclesure® product since the retains product met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and the lot trending analysis result for suspect positive bi was trending not exceeded. Additionally, no manufacturing anomalies were observed in the returned suspect bi that would contribute to a positive bi result. An issue with sterrad® performance is also unlikely since the cycle passed and the customer indicated that subsequent bis were negative for growth. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.